Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height drawer (version 1.2) had fallen completely out of the chassis. The field service engineer (fse) replaced the drawer, tested it in diagnostics, and confirmed proper functionality. The customer refilled the medication, and a proactive inspection was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer fell out of the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.